Manufacturer narrative:
(B)(4)

Event description:
The customer's daughter stated they received a questionable result from coaguchek xs meter serial number (B)(4). The result from the meter was 4.0 inr and then 10 minutes later, the result was 2.7 inr. The result of 4.0 inr was an approximate result because the daughter does not remember the exact result. No treatment was received based on meter results. The customer used blood from different fingers for the comparisons. The therapeutic range was 2.0-3.0 inr. The customer was not anemic, no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors. No change in coumadin, no new medication, no illness, no diet change, and no bleeding or bruising. The suspect meter and strips were requested to be retuned for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The returned meter and masterlot strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.2 inr and 2.9 inr. Donor hct: 60% and 52%. Testing results: donor #1: master lot / master lot strip and customer meter 2.2 inr/ 2.2 inr. Donor #2: master lot / master lot and customer meter 2.9 inr/ 2.9 inr. All results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 186864-23) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable. No information was provided in the complaint case that would point to a cause for the result discrepancy. The used strip lot number could not be confirmed from the patient results log because the meter date was not set correctly.